Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing lack of retention. The recipient underwent skin flap thinning surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the external equipment. The recipient remains implanted. This is the final report.